Event description:
It was reported that before use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. It was found that the infusion connector was leaking during the fluid pushing inspection. The following information was provided by the initial reporter, translated from chinese to english: on the afternoon of (B)(6) when the nurse used the closed infusion connector without needle and diaphragm, it was found that the infusion connector was leaking during the fluid pushing inspection. Suspected product quality problems, immediately abandoned and replaced with a new joint.

Manufacturer narrative:
H.6 investigation summary: no samples displaying the condition reported were available for examination. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage with lot #9007917 regarding item #385100. The root cause cannot be determined for an unconfirmed defect. The need for a CAPA cannot be determined in the absence of the root cause.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. It was found that the infusion connector was leaking during the fluid pushing inspection. The following information was provided by the initial reporter, translated from (B)(6) to english: on the afternoon of july 28, when the nurse used the closed infusion connector without needle and diaphragm, it was found that the infusion connector was leaking during the fluid pushing inspection. Suspected product quality problems, immediately abandoned and replaced with a new joint.